Event description:
User attempting to administer critical drip via use of a smart pump. IV pump will allow user to select built in "standard concentration" dosing from drug library or select "variable" setting in which the user must manually enter dose/drug concentration for the smart pump to calculate infusion rate. This user chose "variable" setting and manually entered an incorrect concentration. Smart pump fired "soft" alerts for user. Smart pump allows user to continue with manual programming of info without second verification of entries. IV pump was not programmed with "hard" stop that would require second person verification of entries prior to administration of critical drips.